Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving morphine then dilaudid via an implantable pump for non-malignant pain. The patient reported they discovered their pump was broken since (B)(6) 2019. The healthcare professional (hcp) office discovered this in (B)(6) 2019, but has not done anything yet, due to the coronavirus pandemic. The patient stated that it's beginning to hurt and move and poking out. When the patient "is walking and hit the wall and hit the pump". The pump "is broke because when they try to do a refill, it will not refill and pump broke away from the skin and turned upside down and it's hurting and feel bruise since 3 weeks ago". The patient requested information on removal of the pump. The patient was redirected to their hcp.